Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough, excessive secretions, difficulty breathing and many upper respiratory infections. The patient alleges that the device is not functioning and will not turn on. The patient did receive medical intervention and received a botox injection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam became degraded and caused a cough, excessive secretions, difficulty breathing and many upper respiratory infections. The patient alleges that the device is not functioning and will not turn on. The patient did receive medical intervention and received a botox injection. The reported event of cough, excessive secretions, difficulty breathing and many upper respiratory infections and its reported severity was reviewed by the manufacture's clinical expert. Based on the available information, the manufacture concludes that there is evidence that the device may have caused or contributed to the above mentioned events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.